Manufacturer narrative:
The implantable cardioverter defibrillator was returned for the returned event of high pacing impedance. The device was above normal elective replacement indicator. No anomalies were noted. The reported event was unconfirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04131. It was reported that the patient presented for an initial implant procedure. During procedure, the right atrial lead dislodged and the helix would not extend upon repositioning. The physician exchanged the lead. Upon inserting the right ventricular lead into the implantable cardioverter defibrillator, high pacing impedance was observed. The physician exchanged the device and the impedance issue was resolved. The patient was in stable condition.